Event description:
It was reported that pump experienced repeated malfunction alarms, including malfunction code 12, which caused customer¿s blood glucose level to rise to a level displayed as ¿high¿ on meter. Customer addressed high blood glucose by giving correction insulin by injection and continued using current pump while prepared to rely on alternate insulin method if necessary.